Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not operating. A field service engineer (fse) inspected the unit and found mini drawer 1 to 14 was not releasing. The station was powered down, the rear cover was removed, the lower row and drawer 1 to 14 were manually released, and a jammed medication was cleared. Hardware test application could not be run, so the application was restarted and the customer was asked to perform a recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, in the operating theatre the pockets and drawers were not opening. The customer attempted to perform a recovery and reboot the system; however, the issue remained unresolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.